Event description:
It was reported that a homechoice device experienced a system error 2240. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy; during use with a homechoice cassette. The home patient (hp) disconnected following the aseptic procedure. During troubleshooting, it was reported that they felt moisture underneath the supply bag. The hp did not see any leaks, however, they reported "the bag feels damp". The patient would drain manually. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.